Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, a cracked valve and white particles in the shell. A leak test and microscopic analysis was performed which identified a crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.